Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the (B)(4) device was returned and analyzed and no anomalies were found, (B)(4).

Event description:
It was reported that prior to implant, the device indicated low telemetry battery voltage. The device was opened and not used. There was no patient involvement.